Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The indication for implant was unknown. It was reported that the patient no longer feels stimulation on the right side. She reported no fall or injury. The ins was interrogated and impedances were run. Electrodes 7, 9 and 10 were out or regulation (oor). The representative was able to reprogram the patient to get good coverage of her painful areas and she reported improvement of pain in those areas. The patient was instructed that she has one more year left on her current cervical ins. It was suggested that the patient have a conversation with their healthcare provider about whether she should replace the leads or not. No further complications were reported/anticipated. Additional information received from the manufacturing representative indicated that the cause of the oor impedances was not determined. No additional information or complications were reported or anticipated.